Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the metal support of the connector of the paddles of the defibrillator is a bit bent and the external paddles and ECG cable cannot be properly connected. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the connection of the cable which connects the paddles, and the pads is bent. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Remote support was provided, the connection of the cable is bent causing improper connection between the external paddles and the ECG cable. Onsite evaluation performed, upon inspection it was determined the connector is bent, the therapy collar cable should be replaced. The therapy collar cable assembly was replaced to resolve the issue. The faulty component is not expected for return as it will be scrapped if defect. Device returned to full functionality and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was bent connector of the therapy collar cable. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.